Event description:
Customer reported an issue with the gas module iii, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep replaced the o2 bench. Calibrated and verified accurate operation.